Manufacturer narrative:
Reported defect possibly due to hw component failure. The following components were replaced: pt sensor triplet. Final analysis of device is pending. A follow up report will be sent with analysis results.